Event description:
The pen needles have a barb on the end which is visible. This causes pain when the needle is injected through the skin. Not all needles have this barb, but most do in both boxes. Dose, frequency & route used: twice daily. Therapy dates: 2007 to 2008. Diagnosis for use: diabetes. Event reappeared after reintroduction? Yes.